Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother called in to report that the insulin pump was exposed to moisture. The caller stated the device alarmed no delivery but it was cleared by a set change. A button error alarm was found in the device's history. The customer's blood glucose level at time of incident was 350 mg/dl, but went up to 584 mg/dl at time of call. The customer treated with a bolus. The caller ran the self-test and it passed. The caller declined to check the settings. The caller was advised to monitor the device and call back if problems persisted. Nothing was replaced or returned.